Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with far p-wave oversensing. Programming changes were suggested and made. The signals were no longer noted. The patient was stable and would continue to be monitored.